Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing and low impedance measurements on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.